Event description:
Country of complaint: (B)(6). A case of carcinoma rectosigmoid with coronary artery disease and chronic renal disease, had a bust abdomen, fifth day after laparostomy after resection, there was an associated soft tissue infection also.

Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: evaluation on-going.